Event description:
A malfunction with a code "malf 9" was reported, but no notable events occurred before this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code recurs and acknowledged this instruction.